Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: carto 3 system, us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the procedure, a minimal baseline pericardial effusion was noted. At the end of ablation, intracardiac echocardiography (ice) revealed that the effusion remained stable. Post-procedure, while in the observation area, the patient became tachycardic. Transthoracic echocardiography (tte) revealed that the effusion had increased. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. It is unknown at what point the injury occurred. Physician did not provide a causality opinion. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter was set on ¿nominal¿ settings (unspecified). It is unknown when the injury occurred, therefore the flow rate is unknown. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at greater than 300 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure.